Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway.

Event description:
It was reported that upon opening the dialysis catheter placement kit, the peel-away introducer sheath was allegedly the incorrect size. It was further reported another kit was opened to perform the placement procedure. There was no reported patient contact.

Event description:
It was reported that upon opening the dialysis catheter placement kit, the peel-away introducer sheath was allegedly the incorrect size. It was further reported another kit was opened to perform the placement procedure. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the manufacturing process. Investigation summary: based on the sample evaluation: one peel away introducer sheaths and the packaging contents list labeling from an equistream xk long term hemodialysis catheter standard kit were returned for evaluation. Visual, microscopic, and dimensional evaluations were performed. The investigation is inconclusive for incorrect component, as the dilators and sheaths were measured and found to be 15fr x 13cm instead of the 16.5rf x 13cm as demonstrated by the dimensional evaluation(measured product did not meet specifications for the 15fr 13cm device). However, due to the kit being opened upon return it is unknown whether the mixed components could have been mixed up in clinical or packaging return procedure.the most likely root cause is due to a mix-up at the supplier where the incorrect sheath was mixed with the correct sheath. Label review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.